Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable investigation result of balloon pinhole used in an unknown anatomy location. Block h11: investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional inspection was performed, and the balloon was able to be inflated without any problem; however, it was not able to hold the pressure due to it had a pinhole in the balloon, located approximately at 12 mm from the tip of the device, which causes the reported balloon did not inflate. Microscopic inspection confirmed the balloon pinhole. No other problems with the device were noted. The results of the analysis performed on the returned device found that the balloon had a pinhole. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, the balloon did not inflate. The procedure was completed with another cre pro gi wireguided dilatation balloon. No further information has been obtained despite good-faith efforts. No patient complications have been reported as a result of the event. This event has been deemed a reportable event based on the investigation finding of a balloon pinhole. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. Please see block h11 for full investigation details.